Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump history was missing bolus data over a period of time. Tandem technical support reviewed pump data and found the pump had not been turned on by the user on the days the alleged boluses had been delivered. Tandem technical support asked the reporter if boluses were observed to be delivered and reporter was not sure. Reportedly, the customer's expectation was to see boluses in the pump history that were written in the customer's written diabetes logbook. Contact will monitor all boluses being delivered on the pump. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer; however, the customer did not respond.